Event description:
"Caire, inc. Was contacted regarding an alleged incident as described below: the patient reported a death due to fire while using oxygen. At this time, the available info is limited. Further investigation is required to determine the source of ignition. A f/u report will be issued".